Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, log files and screenshot of o2 gas path test has been sent by the customer and reviewed by technical support. It was observed that the o2 dosing valve was not fully close in off status. According to technical support, the o2 proportional valve looks faulty and needs replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 alarmed no o2 dosing possible. At this time, there is no information regarding patient involvement associated with the reported event.